Manufacturer narrative:
Device evaluation: analysis of the returned device identified: underweight, broken shell and red particles. A visual and microscopic analysis was performed which identified sharp broken on radius due to a surgical impact opening, for the non-penetrating nicks in the shell and creases fold. A dimension measurement in the shell was performed which identify the thickness within specification. Base on the device analysis the final assessment is: a sharp broken on radius due to a surgical impact opening. Reason for reoperation: rupture and capsular contracture baker grade iii/IV.

Event description:
Baker grade was reported to be iii/IV.

Manufacturer narrative:
Clarification: this event is a known potential adverse event addressed in both saline and silicone labeling. As it is unknown whether the affected device is saline or silicone, no device labeling can be sent at this time. The event of capsular contracture baker grade unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported right side rupture, capsular contracture baker grade unknown, and "constant pain." Device has been explanted.

Event description:
Healthcare professional reported right side rupture, capsular contracture baker grade unknown, and "constant pain." Device has been explanted.